Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a legal representative regarding a patient who was implanted with an implantable neurostimulator (ins). The attorney alleged that the ins was not designed, manufactured, marketed, and/or approved to shock "users" causing the patient to fall and that there was no warning that the ins would "only function correctly for a short term." The attorney alleged that the ins "contained no warning that it would shock users causing the users to fall uncontrollably." It was noted that the ins initially provided the patient with pain relief. After (B)(6) 2019, the patient began experiencing painful sporadic shocks at the ins site. Some of the shocks caused the patient to fall to the ground and injured them when they fell. The ins was explanted on (B)(6) 2023. The postoperative operative report noted a "nonfunctional spinal cord stimulator" and "removal of the spinal cord stimulator battery and leads." The attorney alleged that the manufacturer failed to ensure that the ins "complied with their own specifications and applic able safety regulations" and that they "failed to test and inspect the ins before placing it into the stream of commerce." As a result, the ins "failed and required revision and removal surgeries." The attorney alleged that the ins was "unreasonably dangerous" and it was "manufactured in deviation from the manufacturing specifications approved by the FDA." The patient "suffered injury due to their non-conforming, adulterated, and/or defective" ins. The attorney alleged that the ins was "manufactured out of specifications" and had "the propensity for failure and malfunction and did fail and malfunction." As a result, the patient experienced severe pain and suffering, which continued through present day and was to continue, a surgery to completely explant their defective ins, extensive hospitalization, and medical procedures, and "other damages." The attorned alleged that the manufacturer "damaged" the patient "including medical bills, lost income, permanent disfigurement, pain and suffering." The attorney alleged that the ins was "misbranded." The ins failed to deliver consistent therapy.